Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via a merlin at home transmission with post-paced t-wave oversensing on the ventricular lead. Programming changes were made to decrease sensitivity. Patient did not receive inappropriate therapy during the oversensing and condition was stable.